Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was elevated over 400 mg/dl. Customer did not mentioned status of auto mode. Customer declined troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.